Event description:
It was alleged by the patient's attorney: "following an anterior repair and a posterior repair performed in 2007, the patient experienced mental and physical pain and suffering, permanent injury, physical deformity, loss of a bodily organ system and has undergone or will undergo corrective surgery or surgeries". An inquiry was forwarded to the patient's physician who responded that all inquiries concerning this product should be forwarded to his attorney. The patient's attorney provided the patient's implant card. The diagnosis and type of treatment for this specific patient is not known.

Manufacturer narrative:
No sample was returned to the manufacturer for evaluation. A review of the device history record does not indicate any issues that could have caused or contributed to the reported event. The instructions for use states "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.